Manufacturer narrative:
(B)(4). Date sent: 9/16/2020. D4: batch #t5er6v. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60g reload loaded on the device. The reload was received fully fired and the cartridge deck partially damaged by staples in b-formation. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. However, the knife was nicked. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Date sent: 8/17/2020. Additional information was requested and the following was received: we got this info from the actual product on (B)(6) 2020. Qty to be returned of concomitant product(gst60g) : 0 => 1.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic left upper lobectomy, three to four staples in the third row on the central side were unformed at the first firing on the bronchial tube. The bronchial tube was not hard. There was no leakage and the patient is stable. The surgeon sutured the line of unformed stapling via the trocar to complete the case. There were no adverse consequences to the patient. No further information is available.